Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed an intact filter in infrarenal inferior vena cava (ivc). The tip of the filter is tilted to the right approximately 7 degrees and tilted anteriorly approximately 8 degrees. The tip of the filter does not appear to touch the ivc wall. The tip of filter is just below level of origin of left renal vein. There are 6 primary struts. An anterior strut extends beyond ivc wall approximately 2mm with no adjacent organ or vessel involvement. An anterior left lateral strut and posterior left lateral strut extend beyond ivc wall approximately 3mm with no adjacent organ or vessel involvement. A posterior strut extends beyond ivc wall approximately 3mm with no adjacent organ or vessel involvement. An anterior right lateral strut and posterior left lateral strut extend beyond ivc wall approximately 2mm with no adjacent organ or vessel involvement. There is no evidence of stenosis of ivc. No further information is available at this time.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2011 a computed tomography (CT) scan of the abdomen/pelvis revealed the filter in place in the inferior vena cava (ivc) with evidence of right femoral deep vein thrombosis (dvt). On (B)(6) 2019 another CT scan revealed abnormal tilt of the ivc filter. The distal tips of the struts project outside confines of ivc wall by more than 2mm. One tine abuts aorta wall. Another abuts posterior wall of adjacent small bowel loop. There is approximately 24 degrees of medial tilt along proximal aspect of ivc filter. No further information is available at this time.